Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience v stent in the proximal ramus artery. Approximately 45 months later, the patient returned from a vacation and felt unwell. He was taken to the emergency room and blood work was done. No angiogram was performed and chest pain was denied. The patient felt fine the next day and was discharged to home. No additional information was provided.

Event description:
The xience v was implanted to treat restenosis of a previously implanted stent.

Event description:
Subsequent to final medwatch report filed on (B)(4) 2012, additional information was received which indicates that the patient experienced an episode of chest pain and shortness of breath (sob) on (B)(6) 2012. An electrocardiogram and cardiac enzymes were performed, with normal results. The patient was treated with medication and the chest pain and sob resolved the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and dyspnea are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of fatigue is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It was reported that the device was implanted in a restenosed previously stented lesion. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.